Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that a patient reported that multiple surgeries were a possible cause of a power on reset (por) condition.